Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms, noise, oversensing, an inappropriate shock, and a suspected lead fracture. No adverse patient effects were reported. The lead remains in service. Additional information received reported that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Manufacturer narrative:
Additional information has been requested. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited pace impedance measurements of greater than 3000 ohms, noise, oversensing, an inappropriate shock, and a suspected lead fracture. No adverse patient effects were reported. The lead remains in service.